Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was observed to be eroding from the pocket. During a revision procedure, the device was moved subpectoral. There was no report of any adverse patient effects.